Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, fo llowing medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4).

Event description:
The physician was ballooning in a previous stent in a fistula. It is reported that the balloon ruptured. It is reported to appear to be a pinhole rupture. Evaluation summary: the evercross 9x80 0.035in otw pta dilatation catheter was returned for evaluation. The exterior of the balloon chamber exhibited sanguine material. The interior of balloon luer lock on the y-manifold exhibited sanguine material. A 10cc air filled syringe was attached to the proximal hub luer lock and bubbles were observed exiting the submerged in water distal tip. A 10cc water filled syringe was attached to the proximal hub luer lock and water was observed exiting the distal tip. A 0.035in test guidewire was loaded with ease through the distal tip the full length of the device. A 10cc water filled syringe was attached to the balloon luer lock on the y-manifold and the balloon was gently inflated: a pinhole leak was observed approximately the middle of the balloon.